Event description:
The pt underwent a diagnositc procedure following a cerebral event on 07/24/00. The arteriotomy was successfully closed with the closer tsl 6 fr device. The pt experienced bleeding from the nose subcutaneous tract and the international normalized ratio was noted to be 3.7 at this time. It is reported that the pt visited pt's own physician on 07/27/00, but co does not have any info from the visit. On 07/30/00 the pt presented at the hosp with a fever and tenderness in the groin. An ultrasound revealed a 2 cm pseudoaneurysm. The pt was taken to surgery and the area was repaired with a patch graft. A pocket of pus was noted at the pseudoaneurysm site. Cultures of the site produced staph. Aureus which was sensitive to methicillin. The pt was discharged 08/07/00 on IV antibiotics via a central line. Notes from the field indicate the pt has lupus and is taking prednisone.